Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor" when scanning the adc freestyle libre sensor. The customer reported losing consciousness and had contact with paramedics who obtained a blood glucose reading of 23 mg/dl on their meter. The customer was diagnosed with hypoglycemia and treated with IV glucose. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported the error message, "replace sensor" when scanning the adc freestyle libre sensor. The customer reported losing consciousness and had contact with paramedics who obtained a blood glucose reading of 23 mg/dl on their meter. The customer was diagnosed with hypoglycemia and treated with IV glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed no the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Removed sensor plug assembly and performed a visual inspection, and issue was observed. The sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.